Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6007373 have already been previously tested. Test results: the reference samples were visually inspected and tested for air flow. All test results were within specifications as per the test report tw (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6007373 was manufactured according to the work instruction (wi) version 114 manufactured in the line 8, on 03/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in data base on 21/jan/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6007373 and another 22 complaints have been registered in data base for the same lot 6007373 and malfunction code.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion set cannula kinked event on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).